Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated she has been having problems since she got the device, and has made increases "and they moved it up to 4.2 and it seemed a little better but it was a little too high and uncomfortable so they lowered it". Patient clarified that the device has never been consistent for helping her symptoms since it was put in and stated she still has leakage. She stated that so far, she moved from program 1 to 2 and "it didn't stay long and they are back on program 1 at 4.1 or 4.2". They helped her move to program 2, and it was set at 3.7v and doesn't feel much stimulation but does feel a little. She raised to 4.1v and its more noticeable now. She was going to try this setting to see if it helps their symptoms, and might try program 3 tomorrow if this setting doesn't help. Patient never experienced "consistent relief". Patient called back and stated that she had spoken to rep last week and was pertaining to the same issues. Patient stated she was trying to increase her stimulation. Patient stated that she was at 2.4v but it would not go any higher and will sometimes drop to 3 but she was not sure why. On the call patient was able to increase the stimulation and put the stim up to 3.2. Patient then said that 3.2 may be a little too uncomfortable of stim so she turned the amplitude back to 3.1. Patient stated that she is on program 4 and was wondering if there were more programs on her device. Patient stated that she knows she was trying to find the right settings for her but is getting a little discouraged. There were no further complications reported.